Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump has cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer was going to give herself insulin for dinner, but she received a button error alarm that could not be cleared. Customer's blood glucose level was 296 mg/dl. Customer is going to treat with a syringe. Customer ate a little too much at a party in the afternoon. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.